Event description:
It was reported by the customer that towards the end of a tooth extraction procedure, the drill overheated and the pt sustained a facial burn just above their upper left lip. The burn appeared to be only superficial and was treated with bacitracin; pt was sent home with samples of the ointment. The pt has been seen at their post-op visit and the burn was healing well.

Manufacturer narrative:
As of 08/19/2009 the handpiece has not been returned for eval. No conclusion can be drawn.